Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) explained the alarms and the caregiver (cg) stated the spare lines were open, and the hp pressed go before connecting, and then reconnected at the time of call. The hp would finish that night's therapy manually. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated they were aware of the incident. The rn stated they have checked on the patient regarding this incident and they had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy and the patient reported pressing go prior to connecting himself. The cause was use error ? Open clamp and patient was not connected when therapy was initiated. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.